Event description:
Reported experiencing high blood glucose (400-500 mg/dl, normally 80-120 mg/dl), approx. 2 months ago, while wearing the device. Pt attempted to resolve the concern by changing insulin cartridge and infusion set; however, blood glucose remained high. No error messages were generated by the device. Pt then switch to back-up device, and blood glucose returned to normal.